Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed connection issues with the monitor. The device was recommended to be explanted and it has been explanted at this time. A new ICD was implanted at the same surgery. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed connection issues with the monitor. The device was recommended to be explanted and it has been explanted at this time. According to the field representative the device was explanted due to premature battery depletion. A new ICD was implanted at the same surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed connection issues with the monitor. The device was recommended to be explanted and it has been explanted at this time. According to the field representative the device was explanted due to premature battery depletion. A new ICD was implanted at the same surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. H3 other text : pending product analysis conclusion.